Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was bent and detached, exposing the core wire and the core wire tip. The detached segment was not returned and there was no evidence of core wire fracture. The complaint is consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There are investigations in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two guidewires used during the same procedure. Refer to manufacturer report #3005099803-2015-03255 and 3005099803-2015-03286 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stent implantation procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of metal corewire. A second jagwire guidewire was used; however, during introduction, the hydrophilic tip also detached and the tip of the metal corewire was exposed. No part of the device detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of hydrophilic tip detached exposing the tip of metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two guidewires used during the same procedure. Refer to manufacturer report #3005099803-2015-03255 and 3005099803-2015-03286 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stent implantation procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of metal corewire. A second jagwire guidewire was used; however, during introduction, the hydrophilic tip also detached and the tip of the metal corewire was exposed. No part of the device detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.